Event description:
There have been adverse events and near-misses at hospitals throughout our health system in which the design of the indicator light in the stryker s3 ibed led to confusion among staff about whether the bed alarm was activated. The previous stryker bed models relied on the design convention of green equals "go" or that the bed alarm was set. The s3 model instead employed the indicator light in several scenarios including when the ibed feature was activated while the bed alarm was not. As a result, the green light would illuminate in circumstances in which the bed alarm was deactivated. Because this design convention is so counterintuitive, it is difficult to teach team members how to discern the meaning of the green light. FDA safety report ID# (B)(4).